Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a cystocele repair with mesh and uphold suspension procedure performed on (B)(6) 2017. According to the complainant, during procedure, multiple attempts to fire the suture through the ligament we made, but the needle did not catch in the cage. When the device was removed from the patient, the cage detached from the rest of the device. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.